Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that hcp stated they were attempting to put ins into MRI mode and they were getting message "data lost, internal device has lost all data, contact clinician". Caller stated they saw message for the first time today and it was unknown if the patient had seen it previously. Tss reviewed message indicates the device has undergone a power on reset, has reset to factory settings and has turned off. Tss reviewed it would be facility's decision to proceed with conditionally safe head-scan know there won't be a visual confirmation that the ins is off as it will continue to show this message until patient is seen by an hcp or mdt rep. Sent quick guide for turning ins off/on.